Event description:
The customer complained that biorad and vitros tdm pv quality control results shifted low and high using vitros vanc reagent on a vitros 5600 integrated system. Biorad level 1: vitros vanc result 25.95 ug/ml vs. Expected 6.60 ug/ml. Biorad level 3: vitros vanc results <5.0, 14.78, ug/ml vs. Expected 33.27 ug/ml; vitros vanc result >50.0 ug/ml vs. Expected 29.7 ug/ml. Vitros tdm: w2776 vitros vanc results 10.29, 10.73 ug/ml vs. Expected 21.8 ug/ml; b2957 vitros vanc results 17.45, 17.86 ug/ml vs. Expected 39.7 ug/ml; c1374 vitros vanc result 25.48 ug/ml vs. Expected 7.9 ug/ml; e3176 vitros vanc result 28.0 ug/ml vs. Expected 40.0 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer made no allegation that patient sample results were affected, however, the investigation could not conclude that patient results were not or would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. This report is number four of five MDR¿s for this event. Five 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation has determined that biorad and vitros tdm pv quality control results shifted low and high using vitros vanc reagent on a vitros 5600 integrated system. The definitive assignable cause is unknown; however, an instrument related issue or transient reagent related issue cannot be ruled out as contributing factors. The customer will continue to monitor vitros vanc quality control results to verify the issue is resolved.